Event description:
The subject case involves a claim of "nerve damage" - an alleged horner's syndrome - as a result of an inter scalene block. The pt is claiming that their nerve injury was caused by an excessive amount of voltage/current that was supposedly delivered by the nerve stimulator that was used for their procedure.